Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was 90% stenosed. The 2.25 x 12mm nc trek failed to cross the lesion. During removal, resistance was noted. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.